Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a motor error/travel coarse error. This was found during testing.

Manufacturer narrative:
D4 - primary UDI number: correction d3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "motor error/travel coarse error¿ was confirmed. The probable cause was worn/aged drivetrain components. Initial inspection found cracks/damage to the top and bottom cases. Software version v1.6.1 installed. Found several errors in alarm history indicating a problem with the drivetrain. Pump produced a motor rate error during occlusion test. Internal inspection found clutch pack and leadscrew to be worn. Also, the cable for the pressure sensor to be compromised, plunger tube has deep scratches and power supply insulator is damaged. Replaced all damaged and worn parts. Also replaced barrel clamp guide for remediation. The new top case had a malfunctioning light emitting diode (led) indicator, replaced keypad. Updated software and recalibrated all sensors. Device passes all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.